Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014, reporting that currently their pump has a.m. When it should be p.m. And they are unable to change it. Customer support (cs) was able to instruct the patient on steps to change it to correct time. During troubleshooting it was found that the patient¿s pump goes back to the default settings with a battery change and the patient had not been correcting the a.m. And p.m. Part of the time. The patient stated that over the past 3 weeks the their blood glucose (bg) had been anywhere from 20-550mg/dl due to the time being incorrect. The patient reported sweating and confusion with low bg and nausea and vomiting x 1 with high bg. The time and date reset malfunction is ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the ¿verify¿ screen after it is rebooted and the time and date must be set to confirm the ¿verify¿ screen. The issue is not likely to cause an adverse event. This reports is being made due to adverse event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: investigators were unable to verify a time/date reset to the default setting in the black box. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump passed a delivery accuracy test successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.